Event description:
An operator was removing an ssc and was stuck on the finger by the sample probe. The operator received a tetanus shot and is receiving triple therapy.

Manufacturer narrative:
The cause of the stuck finger by the sample probe was user error. The operator did not place the instrument in standby before trying to remove the cup.the instrument is performing within specifications.no further evaluation of the device is required.